Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis cannot be performed at this time due to possible pending litigation. Concomitant product: 419388, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
The patient reported having "a lot of problems" with the device. It was further reported that there was high threshold, and that the device was draining more quickly as a result. The lead remains in use, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please consider this report redacted, as follow-up with the physician's office indicated that the longevity was due to the patient's physiology and that the device performed as expected.